Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Attorney alleges a reoccurrence of a hernia and a surgical removal of the bard/davol ventrio st, however no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This MDR represents the bard/davol ventrio st. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent a surgical procedure for the treatment of a hernia, and three (3) non-bard/davol mesh were utilized and placed into the patient's body. (B)(6) 2016: the patient underwent a surgical procedure for the treatment of a hernia, and a bard/davol ventrio st was utilized and placed into the patient's body. (B)(6) 2017: the patient underwent a surgical procedure for the treatment of a hernia, and during the procedure, the bard/davol ventrio st was removed. (B)(6) 2014 and (B)(6) 2016, and (B)(6) 2017 operations, the patient suffered multiple complications caused by the non-bard/davol ethicon physiomesh composite and the bard/davol ventrio st products. As alleged, the patient has sustained permanent damage to a major bodily system, deformity, disfigurement, permanent pain, suffering, disability, and impairment due to the alleged defective bard/davol ventrio st.